Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). We received one used and empty easypump ii lt 270-135-s-EU/sa without package. After the sample was decontaminated, red dye water was allowed to pass through the filter for better illustration of leakage from the air vent of the filter. Filter air vent leakage was observed from the returned complaint sample. Hence, this complaint is considered as confirmed. To avoid recurrence of this fault, corrective measure already has been initiated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in south africa: "chemo leakage." According to the cusomer: "easypump was filled and connected to patient at oncology unit. Ran as expected and infused at correct rate for day 1. Started leaking on day 2 of treatment. Patient disconnected pump and returned faulty pump to unit."